Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the activate button did not respond due to flatten button dome switch. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 30 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.